Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
A wire exchange was performed with a non-abbott wire for a viperwire advance coronary guide wire. A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily tortuous left anterior descending artery (lad). The oad advanced in the lad with some difficulty at the first bend, but successfully crossed. There was additional difficulty at the second bend. Glideassist was used and the crown jumped 10mm to distal. The crown was retracted to the mid lad and a low speed treatment was performed. The crown jumped and made contact with the guide wire spring tip which resulted in a guide wire fracture. In addition, a perforation in the mid lad was observed which was suspected to be due to the crown. The oad and guide wire were removed. The perforation was resolved with stent placement. 2.5cm of the guide wire was left in vivo. The patient was stable.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported vessel perforation appears to be related to operational context. However, the crown jumping appears to be related to unintended user error. The diamondback 360¿ coronary orbital atherectomy system instructions for use (IFU) warns against techniques that could contribute to crown jumping. The IFU cautions: "if crown and crown advancer knob movements are not moving correspondingly with one another (1:1 movement), retract and re-advance the crown into the lesion using a travel rate between 1 to 3 mm per second. Repeat retracting and advancing the crown into the lesion until crown to crown advancer knob movement correspondence is observed. If the knob and the crown are not moving together, the crown may be driven into the lesion with too much force and may result in the crown springing forward on exiting the lesion." The IFU also warns: "never use force to advance the spinning crown as vessel perforation may occur. If any resistance to crown travel is felt, reposition the crown away from the lesion, immediately stop treatment, and use fluoroscopy to assess the vessel for any complications. If it is confirmed there are no complications, reposition the device and advance and retract at a targeted rate of 1 to 3 mm per second." Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
A wire exchange was performed with a non-abbott wire for a viperwire advance coronary guide wire. A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily tortuous left anterior descending artery (lad). The oad advanced in the lad with some difficulty at the first bend, but successfully crossed. There was additional difficulty at the second bend. Glideassist was used and the crown jumped 10mm to distal. The crown was retracted to the mid lad and a low speed treatment was performed. The crown jumped and made contact with the guide wire spring tip which resulted in a guide wire fracture. In addition, a perforation in the mid lad was observed which was suspected to be due to the crown. The oad and guide wire were removed. The perforation was resolved with stent placement. 2.5cm of the guide wire was left in vivo. The patient was stable.